Event description:
It was reported that a patient underwent an obturator sling procedure on (B)(6) 2011. The patient experienced an inability to move her left leg, pain, and an inability to urinate. The patient was sent home two days later with a catheter. The patient returned to the emergency room with abdominal and chest pain. She was diagnosed and admitted to the ICU with a urinary tract infection and pulmonary embolism. She was released four days later and experienced more abdominal pain, another urinary tract infection and had several more emergency room visits. An explant attempt failed in 2011. The patient had another failed explant attempt of the sling in 2012 by a urogynecologist. The patient continued to experience more of the same complications and urinary tract infections which were not attended to because of a lack of insurance.

Manufacturer narrative:
It was reported that the patient had a gynecological procedure in order to treat stress urinary incontinence and mesh was implanted. It was reported that following insertion, the patient experienced pain, infection, urinary problems, dyspareunia and neuromuscular problems. It was also reported that the patient underwent partial explant of mesh on (B)(6) 2011 due to left leg pain, urinary urgency and incontinence. No additional information was provided. (B)(4).

Manufacturer narrative:
It was reported that the patient underwent a gynecological surgical procedure and a mesh was implanted concurrently with diagnostic laparoscopy, operative pelviscopy, bilateral salpingo-oophorectomy.

Manufacturer narrative:
It was reported that the patient underwent mesh explant on (B)(6) 2012 by dr. (B)(6), md.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This medwatch report is in response to receipt of maude event report (B)(4).

Manufacturer narrative:
(B)(4): it was reported that the patient underwent an obturator sling procedure on (B)(6)2011. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. (B)(4).